Manufacturer narrative:
H6: method results: visual inspection of the returned product showed that the lens optic was torn. Surgical residue/debris on product. A lens work order search was performed and one similar complaint was found within the work order search. A device history record will be reviewed. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The surgeon attempted to implant an aa4203tl toric silicone lens. The lens tore upon insertion into the eye. No pt contact or injury. It was unk what caused the lens to tear. The contact was unable to provide the injector and cartridge model and lot numbers.